Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a serter anomaly, bent sensor, change sensor/bad sensor, the difference in sensor glucose vs. Blood glucose, and calibration error/calibration not accepted. The customer reported no adverse event. The event involved product(s) mmt-7512g and mmt-7040a. The troubleshooting was performed and the sensor glucose value was 60 mg/dl and the blood glucose value was 190 mg/dl; the difference in value between sensor glucose and blood glucose was 70 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose. No harm requiring medical intervention was reported. No product return is required for mmt-7512g. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-7040a was requested and customer response was that the device will be returned.